Manufacturer narrative:
The tech replaced the power control board to repair the bed.

Event description:
Info received indicates the pt positioning monitor alarm is taking longer than normal to set due to corrosion on the power control board.